Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v794132, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial#(B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported patient was not being able to make adjustment .it was indicated that the night prior to this report patient had loss of therapeutic effect and was going to the bathroom every two hours.a follow-up report will be sent if additional information becomes available.